Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Reported device not marketed in us, however, similar devices are. Evaluation is ongoing at the OEM.

Event description:
Country of complaint: (B)(6). Product label is missing.